Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed one conforming clip and ejected the remaining thirteen clips. Finally, it locked out as intended. No malformed clips were found during evaluation. Please note that the found ejected clips are not related with the incident reported. It could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device fired staples, but the staples would not close. Another device was used to complete the case with no patient consequence. No further information is available.